Event description:
Resident had gone to the bathroom and used the toilet. She was trying to stand after using the toilet and the raised seat was loose and came off resulting in the resident falling to the floor and hitting her head above the left eyebrow causing a 4-5 cm laceration. Pressure was applied and she was immediately sent to the emergency room where she received 5 sutures. She remained alert and oriented to person, place and time with no complaints other than mild to moderate paindevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed. Results of evaluation: none or unknown, misapplication of device. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: user education provided. Invalid data - on device destroyed/disposed of status.